Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A registered nurse called technical support requesting operational assistance disconnecting this patient with end stage renal disease on continuous cyclic peritoneal dialysis for renal replacement therapy from the liberty cycler for an x-ray. Follow-up was attempted; however the associated outpatient dialysis clinic was unaware of the caller¿s identity or of the event.